Event description:
Patient contacted depuy. Operative records were received. Records indicate the patient was revised to address dislocations after sustaining an injury to the affected hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient contacted depuy. Operative records were received. Records indicate the patient was revised to address dislocations after sustaining an injury to the affected hip. Doi: (B)(6) 2002 dor: (B)(6) 2007 (right hip). The head was competitors product. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.